Event description:
It was reported that during a routine device replacement procedure, upon connection if this replacement subcutaneous implantable cardioverter defibrillator (s-ICD) to the chronic electrode, three attempts to induce the patient during defibrillation threshold (dft) test were unsuccessful. A fourth induction was successful, however, the delivered shock was unsuccessful in converting the patient. An external shock was then delivered to convert the patient. Technical services (ts) reviewed the successful induction episode, and noted that post external shock, an artifact was present that was felt to be potential extended saturation post shock, and the s-ECG showed a flat line for two seconds, before returning to normal. Ts discussed post shock algorithms, and sensing, and discussed the potential that the external shock temporarily impacted device sensing. An x-ray was taken and confirmed the electrode to device header connections were appropriate. The procedure was completed, and the patient was sent home. Ts discussed performing follow-up dft testing to confirm conversion and observe for normal sensing post shock. The patient was seen for dft testing two weeks later. The patient was unable to be induced, and the physician planned to use a catheter and deliver a commanded shock. The device was unsuccessful in converting the induced rhythm. Surgical intervention was then undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device replacement procedure, upon connection if this replacement subcutaneous implantable cardioverter defibrillator (s-ICD) to the chronic electrode, three attempts to induce the patient during defibrillation threshold (dft) test were unsuccessful. A fourth induction was successful, however, the delivered shock was unsuccessful in converting the patient. An external shock was then delivered to convert the patient. Technical services (ts) reviewed the successful induction episode, and noted that post external shock, an artifact was present that was felt to be potential extended saturation post shock, and the s-ECG showed a flat line for two seconds, before returning to normal. Ts discussed post shock algorithms, and sensing, and discussed the potential that the external shock temporarily impacted device sensing. An x-ray was taken and confirmed the electrode to device header connections were appropriate. The procedure was completed, and the patient was sent home. Ts discussed performing follow-up dft testing to confirm conversion and observe for normal sensing post shock. The patient was seen for dft testing two weeks later. The patient was unable to be induced, and the physician planned to use a catheter and deliver a commanded shock. The device was unsuccessful in converting the induced rhythm. Surgical intervention was then undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.